Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported that there was an infection at the pump site, right lower abdominal area. On (B)(6) 2014 the site was cleaned, the pump was wasted and replaced and relocated with anew pump on left side of the abdomen. Also part of the surgeon cut off part of the catheter in pump site and resulted in partial explant. There were no other patient symptoms or complications associated with the event. The pump system was infusing lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the catheter found that difficulty with the sc connecter led to explant. The sc connector was damaged as received. It was uncertain when the damage to the sc occurred, if it occurred at the first or second revision. Also, during pressure testing, a leak was observed from the sc connector. This may likely have been due to the damaged sc connector.

Manufacturer narrative:
Further investigation of the catheter (B)(4) resulted in a change of the analysis finding from ¿catheter found that difficulty with the sc connecter led to explant¿ to ¿catheter sc connector damaged at explant¿. Analysis did not find catheter difficulty led to explant. There was catheter damage observed but it was not a significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) replaced the patient¿s pump on (B)(6) 2014 and used the same sutureless catheter connector that was attached to the old pump and placed it on the new pump. The patient then came in on the event date and saw the hcp. There was a seroma and some leakage/drainage at the pump site incision. The hcp withdrew fluid from the seroma and sent it off for culture. The patient then came back to the clinic the following day with the same symptoms and the report from the seroma stated it was csf (cerebrospinal fluid). It was also reported the ¿pump catheter has come loose¿. As a result, the hcp decided to take the patient back to surgery on (B)(6) 2014. When the incision was opened and the pump was extracted from the pocket, the sutureless connector was still attached to the pump and there was fluid leaking around it. It was further described that there was a catheter break at the pump connector. The hcp spliced the catheter and added a new sutureless connector and hooked it to the pump. The hcp also cut the same amount off the new connector as the old connector. The product issue was resolved. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver lioresal. The outcome was not provided. Additional information was been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.